Manufacturer narrative:
A complete lead was returned in one piece for analysis. As received, the helix was fully extended and within product specification. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspection of the lead did not find any anomalies with the exception of damages that are consistent with procedural damage. The reported events of loss of capture and lead dislodgement were not confirmed.

Event description:
Upon further review, the patient did not experience exit block, but instead, right bundle branch block (rbbb) was noted on the electrocardiogram.

Event description:
During a follow-up in clinic, there was exit block and a loss of capture noted on the right ventricular (rv) lead due to lead dislodgement. The lead was explanted and replaced and the patient was stable with no consequences.